Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia. Based on the available information, a possible causal relationship between pd therapy with the liberty select cycler and the patient¿s inguinal hernia repair cannot be excluded. However, at this time, there is no documentation that indicates a liberty select cycler deficiency or malfunction was associated with the hernia event. The patient¿s inguinal hernia reportedly developed after commence pf pd therapy.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) underwent an inguinal hernia repair. During follow-up with the pd nurse, it was reported the patient developed the inguinal hernia after beginning pd therapy. No further details surrounding the patient¿s inguinal hernia event are known. At the time of this clinical investigation, there have been no reported liberty select cycler product deficiencies or malfunctions associated with the patient¿s inguinal hernia event.